Event description:
In 2008, the sales representative reported that during surgery, the surgeon noticed that the driver was not loading the screws properly. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.